Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor applicable product images were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent microendoscopic discectomy (med) on (B)(6) 2015. During surgery, when surgeon connected flex arm to a support assembly and tightened the knob, it could not keep its position and moved a few times intra-op. So the surgeon fixed it by using a tape. No patient complications were reported.as the product couldn't be connected to a support assembly properly, it came loose intra-op.